Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 287 mg/dl, which was addressed with a correction bolus. Reportedly, the customer changed the supplies on the pump, but did not observe insulin coming out from the and of the tubing when a bolus was requested. Reportedly, the customer alleged that the customer was not receiving insulin through the tubing. System check with tandem technical support showed that insulin dripped our of the end of the tubing. The customer acknowledged insulin was being delivered and declined further troubleshooting.